Event description:
Philips received a complaint on the intellivue mx450 patient monitor indicating that there was a speaker malfunction error and no sound was present. The device was not in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
The remote service engineer spoke to the customer and performed troubleshooting remotely. The biomedical engineer cross checked the speaker. Based on the information available, the cause of the reported problem was a faulty mainboard. The reported problem was confirmed. The customer was provided a replacement mainboard to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.